Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: the customer has a faulty 11272c1 (leaking) cysto- urethro-fiberscope. Apparently, two patients developed a bladder infection, which led to the discovery that the endoscope was leaking. Due to developed bladder infection the event is deemed reportable.